Manufacturer narrative:
11/05/2025 evaluation tech: mtk. W4d water sol,iso valve build up/debris. No water flow due to a clogged water solenoid poor water pressure regulation from the solenoid water supply hose quick disconnect leaking water debris buildup in the water filter manifold has bad regulation resulting in inconsistent powder flow air filter damaged and leaking clogged duckbill filter causing poor air/powder flow flattened pinch tube restricting air/powder flow powder bowl needs to be cleaned and retubed no operation with the wireless foot pedal blockage in the handpiece cable causing restricted water flow. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a cavitron jet plus g137, they allege that they have low water flow and the handpiece is heating up, no injury resulted.